Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which a leak was observed at an unknown location of the set was confirmed during sample evaluation. Visual inspection revealed a cut in the tube on both sets approximately at 85 cm above the y site. The sets were leak tested and a leak occurred from the cut. The root cause of the reported condition was unidentified. No repairs were made since this is a single use device. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) of an administration set in which a leak was observed at an unknown location of the set. The reported condition occurred during priming the set with unknown medication. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.